Event description:
The report stated that during a laparoscopically assisted vaginal hysterectomy, the ls1100 handpiece was activated and completed a full sealing cycle with a confirmed end tone. The surgeon then resected the tissue, but only half of the vessel was sealed, and oozing bleeding occurred. The surgeon used another ls1100 handpiece and the procedure was completed.

Manufacturer narrative:
Date of initial report: september 19, 2007.